Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause was isolated to an contaminated f600 fuse. The root cause for the contaminated fuse could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.